Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an event where tubing was twisted on (B)(6) 2024. Patient also experienced high blood glucose level. Blood glucose level was 687 mg/dl at the time of the event. Patient first went to emergency room, admitted to intensive care unit and later was hospitalized. The duration of hospitalization was one day. Patient also found positive for moderate ketones. Patient was treated with IV and fluids of saline in the emergency room and insulin in the intensive care unit. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.